Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device exhibited shorter longevity estimates duet to full adaptive output from left ventricular capture management (lvcm). Capture management was turned off. The device remains in use. No patient complications have been reported as a result of this event.